Event description:
Patient attended out-patient infusion with connection to continuous infusion of flouracil (5fu) via cadd pump. Returned to clinic today reporting the 5fu was leaking. Rn immediately turned off chemotherapy and clamped all lines. Taken to triage area where pump was disconnected and then attempted to flush line and verify blood return. Leaking occurred at the clave/huber needle connection. De-accessed and re-accessed using power needle (20g 1"). Again verified blood return and re-flushed line with good blood return present. Reconnected to continuous infusion of 5fu via cadd pump.